Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported when using the bd insulin syringe with bd ultra-fine¿ needle the cannula broke off or pulled out. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the needle fell on the floor alone of the syringe before health care worker was able to apply the medication. The problem occurred with 3 syringes from the same pack that comes 10 units."